Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: please confirm whether the issue affected: unk, maybe a a) two devices 1 × m8805 (lot 10368q) and 1 × eh7835h (lot 1059ed), or b) three devices 2 × m8805 (lot 10368q) and 1 × eh7835h (lot 1059ed). If other, please provide additional details. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6). Please provide the lot number. 10368q for m8805, and 1059ed for eh7835h. However, unknown if these are the correct lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2026 and suture was used. During an unknown cardiovascular surgery, the suture was broken during ligation, and this issue occurred 2 products in a row. It was not a control release needle. Another product was used to complete the case.there were no adverse consequences to the patient. Additional information was requested.